Event description:
Patient was scheduled for a CT study with contrast. The contrast was injected, but the scanner failed to start scanning at the appropriate time. CT scanner displayed an error message stating gantry could not comply.